Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin to fill the cartridge. Customer changed pump supplies to address the issue. The customer experienced an elevated blood glucose (bg) level of 508 mg/dl. A manual injection was delivered to address bg.